Event description:
It was reported the patient was on ecls and about four hours into therapy. There was bloody liquid coming from the gas port (deairing port). The device was still functioning, but due to the blood leakage, the decision was made to change the device. Ecls -extra corporeal lung support. (B)(4).